Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97755 lot# serial# product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3. Analysis was performed on [product ID 97755 serial# (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported this past week they saw a screen saying to replace controller battery and then last night they went to charge ins and the screen went white. They talked with their manufacturer representative today and was told to call. Pt says rep told them to charge 3 times a day due to the settings they have. Pt says they reset controller and tried to charge during the call and it says ins is at 90 percent with excellent quality. I put them on hold to see what happened with the charge, and it was still charging and ins was still at 90 percent and it lost the quality and then it said replace controller battery then went to terminated. Pt then said the cord is getting warm. The issue was not resolved. Additional information was received from the pt. Pt called back stating that they were having issues using their new recharger (rtm). Pt also attempted to charge ins with replacement rtm but their "screen went blank". Pt went back to using old rtm and was receiving replace controller batteries message. Patient services (ps) guided pt through using rtm to connect to ins. Pt was able to connect to ins and got excellent recharging quality. Ins charge was at 80%. Ps reviewed return package instructions. Pt spoke to manufacture representative (rep) yesterday. Pt also attempted to charge ins with replacement rtm but their "screen went blank". Pt said that when fedex delivered package box was "damaged". Additional information was received from a patient (pt). It was reported that the pt had been having trouble recharging the implantable neurostimulator (ins). When the pt plugged in the recharger the controller showed 'battery low, need replacing soon'. Pt said they had been having issues for a couple of years now but the message started coming up last night. Pt said the talked to someone and they sent a recharger. Pt also had a controller replaced. Pt confirmed the battery level was at 80% this morning and the message did not come on this morning. It was fully charged now. In the past when the message came on the battery was at 80%. A replacement battery pack was sent out. No symptoms were reported.